Event description:
It was reported that the patient experienced a break in aseptic technique, acquired peritonitis and was hospitalized. The patient was treated with amikacin 500mg intraperitoneally (ip) and vancomycin (1gm, ip) and continued the treatment with amikacin (100mg, ip) once daily and vancomycin (500mg, ip) once daily (od). The patient remained hospitalized at the time of this report. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.